Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the air noted in the steerable guide catheter. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient anatomy was difficult due to previous surgical procedure. A high puncture was performed due to the heart orientation. The steerable guide catheter (sgc 80213u106) and first clip delivery system (cds) was advanced. Air was noted in the hemostasis valve of the sgc. It was believed that the air was due to slow clip introducer insertion. Aspiration was performed, and no more entered the system. The first clip was implanted, reducing the mr to 3. While inserting the second cds (80219u189), air entered the sgc again. Aspiration was performed, but unsuccessful. The cds was retracted and the system was flushed; however, air continued to enter the sgc. The decision was made to discontinue using the device. During retraction of the cds, the clip got stuck in the soft blue tip of the clip introducer and could not be removed from the sgc. Part of the blue soft tip was stuck inside the clip. The devices were removed together to avoid damaging the sgc hemostasis valve. The procedure was discontinued. One clip was implanted, reducing mr to 3. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.